Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented in clinic following a vibratory alert for lead impedance out of range. During interrogation, noise was also detected, leading to inappropriate atp therapy. The lead was capped and replaced and the patient was in stable condition.